Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2021 the lens was exchanged with a shorter length lens and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.50/6.0/4.0 (sphere/cylinder/axis), implantable collamer lens was implanted into patients left eye (os) on (B)(6) 2020. Excessive vault and significant reduction of irido-corneal angles was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.